Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a plastic surgery procedure, the staples did not form at the first firing. A second device was pulled and the same thing occurred. A third device was pulled and that device worked and completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Device (a) was returned sterile and in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 38 staples as intended. Device (b) was returned sterile and in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 40 staples as intended. The devices fired without any difficulties and the staples were noted to have the proper box shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.